Event description:
It was reported that about a year and a half ago something caused the implantable neurostimulator to shut off. It was suggested that the patient had a hard time moving and slowed down as a result. The patient went to the clinic to have it turned back on. The patient had bilateral implantable neurostimulators and it was unknown which device was involved in this event. See mfg report# 3004209178-2013-04128 regarding the patient's other device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 748240 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 748240 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 3389-40 lot# j0333665v, implanted: 2003 (B)(6), product type lead product ID: 3389-40 lot# j0333953v, implanted: 2003 (B)(6), product type lead. (B)(4).